Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a bolus stopped alarm. The customer¿s blood glucose was 70 mg/dl at the time of incident. Customer stated that the insulin pump alarmed bolus stopped and unable to clear the alarm. Customer also reported to have received a pump error alarm. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump rewound properly during rewind sequence. No rewind anomaly noted during testing. No unexpected bolus stopped alarm noted during testing. Pump tested ok. Pump received with scratched case, pillowing keypad overlay, broken belt clip rails, and minor scratched lcd window.